Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, including excessive force applied through dense or calcified tissue, misaligned insertion, prying or levering the device, and/or contact with another instrument during use, which resulted in breakage. The complaint allegation was confirmed based on the evaluation of the customer-provided image, which showed the reported device with the tip broken off.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a customer via email that for an ar-6068-25tl, 25°, tight curve, left, quickpass lasso, suture passer curved end snapped off the shaft during use inside the patient. This was detected during use in a labral repair procedure on (B)(6) 2025. The procedure was completed successfully as the broken piece was retrieved, and they continued the surgery.